Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 14-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the hcp could not put in the full 40ml volume at a refill. The hcp reported that there had been volume discrepancies during the last few refills. The patient was also showing signs of withdrawal/underdose. The patient was admitted to the hospital and a pump and catheter replacement was scheduled for (B)(6) 2020. The issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The device replacement procedure occurred on (B)(6) 2020. The event was resolved. It was further reported that the disposition of the pump was unknown. It was noted that the hospital does not allow for devices to be returned to vendors and the physician had requested pump. The company representative planned to follow up to see if he was able to retrieve it.